Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the device was throwing metal shavings. The metal debris was suctioned out of the joint. There was a reported two minute procedural delay and a backup device was available. There were no patient injuries or complications and the patient was okay post-operatively. The facility has indicated that the device will not be returned.